Manufacturer narrative:
Performed visual inspection on returned sensor patch. No issues were observed. Visual inspection performed on sensor plug which was observed to be seated correctly. Data was extracted from sensor using approved software and found to be in sensor state 5 (normal termination). Removed sensor plug, inspected connector, no defects were observed. All three contacts were installed properly. All three connectors were installed properly. No damage or cracks observed on sensor neck. No producer deficiency was identified.

Event description:
Customer¿s wife reported customer experienced an allergic skin reaction while wearing an adc freestyle libre sensor. It was further reported the irritation appeared after one week of sensor wear. Reporter noted there was ¿scarring of the arm and sore skin¿. Customer was treated by a family member with an unspecified steroid cream prescribed by a healthcare provider. No additional treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the meter is returned or additional information is obtained. The actual date when the event occurred is unknown. The date listed in section is the date when abbott diabetes care became aware of the event. The date of manufacture is unknown. The date listed in section is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer¿s wife reported customer experienced an allergic skin reaction while wearing an adc freestyle libre sensor. It was further reported the irritation appeared after one week of sensor wear. Reporter noted there was ¿scarring of the arm and sore skin¿. Customer was treated by a family member with an unspecified steroid cream prescribed by a healthcare provider. No additional treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information: (device mfg date) has been updated based on the returned product download. Extended investigation has also been performed. Data was extracted using approved software and visual inspection was performed on all returned pucks, and no anomalies were found. A review was performed to check for potential issues relating to sterility or endotoxin levels, focusing on environmental monitoring data from third party manufacturers (tpms), final product bioburden and endotoxin levels, and sterilization dose audits. No adverse trends were identified, and no evidence was found to indicate that product manufactured during this period was subjected to any atypical conditions relating to sterility or endotoxin levels. The extended investigation showed all processes were effective and did not find any abnormalities with the units. The complaint is not confirmed.

Event description:
Customer¿s wife reported customer experienced an allergic skin reaction while wearing an adc freestyle libre sensor. It was further reported the irritation appeared after one week of sensor wear. Reporter noted there was ¿scarring of the arm and sore skin¿. Customer was treated by a family member with an unspecified steroid cream prescribed by a healthcare provider. No additional treatment was reported. There was no report of death or permanent injury associated with this event.